Manufacturer narrative:
PMA/510(k) #k163018 device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to pr (B)(4) (3001845648-2022-00810), pr (B)(4) (3001845648-2022-00811), pr (B)(4) (3001845648-2022-00812), pr (B)(4) (n/a) and it was created from a journal article. Document review prior to distribution all zilbs devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. It should be noted that the instructions for use (ifu0065) states the following warning: ¿use of balloon dilation after stent placement has not been evaluated". There is no evidence to suggest the user did not follow the IFU or label. It may be noted that as per co instructions for use is being updated to "do not perform balloon dilation after stent placement". . Root cause review no root cause required as this complaint is not being confirmed as the instructions for use currently does not detail to not carry out balloon dilation post stent placement. It may be noted that as per co the instructions of use is being updated to "do not perform balloon dilation after stent placement". Summary the complaint is not confirmed based on customer¿s testimony. The complaint was raised from the observational post-market clinical study. According to the initial reporter, there were no adverse events reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This supplemental report is being sent as a cancellation as the investigation complete on 11-apr-2023: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family.

Event description:
Global clinical number: (B)(4). Title of clinical study: progress report for period 05-jul-2022 ¿ 20-oct-2022. Device name: zilver 635® biliary stent (zilbs). The aim of this post-market clinical follow-up (pmcf) study is to confirm the long-term performance and safety of the biliary stent and to assess if the benefit-risk ratio remains favorable in the long-term. This study is a retrospective, observational, multi-center, post-market study collecting data from existing databases (e.g., medical records, patient charts) for consecutive patients who underwent stent placement with the biliary stent from calendar year 2014 through 2019 at participating clinical sites in the united states of america (USA). A total of 39 patient datasets from two clinical sites were entered during the period of data summary. This progress report includes study data for the 39 patient datasets as available through 20-oct-2022. A total of 46 biliary stents were placed in 39 patients. The most frequently used stents were the zilbs-635-6-8 (16 stents) this complaint was opened to capture post placement dilation performed 2.6% (1/39) as per ifu0065-4 use of balloon dilation after stent placement has not been evaluated. No adverse effects to the patient reported.

Manufacturer narrative:
PMA/510(k) #k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.